Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the stent delivery system was unable to cross the lesion. The 95% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending artery. Pre-dilation was performed with an unspecified balloon. The 2.5x20mm promus element coronary drug-eluting stent system was advanced into the patient, but was unable to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable. However, device analysis revealed the stent was damaged.

Manufacturer narrative:
Device is combination product. (B)(4). Visual and microscopic examination of the returned complaint device revealed raised stent struts. The outer diameter of both the damaged and undamaged sections of the stent was found to meet specifications. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).